Manufacturer narrative:
The needle apparatus was returned to olympus for evaluation. The evaluation found the needle tip and other device components missing, and the needle wire cut, which is consistent with the user facility¿s reported actions to detach the needle apparatus from the scope. The reported failure to retract was not duplicated due to the damaged device preventing mechanical testing. A potential cause for the reported retraction issue is user technique. The instruction manual contains several cautions and directions to prevent device damage and patient injury, such as ¿do not angulate/flex the bending section of the endoscope abruptly while the needle is protruding from the instrument channel of the endoscope.¿ ¿do not extend the needle from the distal end of the endoscope without first confirming the position of the sheath in the endoscopic field of view/video image¿, and ¿do not withdraw the needle from the endoscope unless the needle slider is pulled back completely until it clicks; otherwise, the needle could extend abruptly from the sheath¿s distal end.¿ another potential cause is needle compatibility issues with the bf-uc180f scope used in the procedure. Per the bf-uc180f instruction manual, a different model needle is indicated for use with this scope. The scope instruction manual states that only certain accessories are compatible due to the scope¿s unique shaped instrument channel outlet. The scope manual also warns that ¿using incompatible equipment can result in patient injury and/or equipment damage.¿

Event description:
Olympus was informed that during an ebus procedure, while the device was collecting specimen from a lymph node, the needle tip did not retract back into its sheath. The scope with the needle device attached was withdrawn from the patient with the needle still sticking out. The procedure was completed with a different needle. There was no report of patient injury or tissue trauma.